Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of dysmenorrhoea ("painful cycles") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced dysmenorrhoea (seriousness criteria medically important and intervention required), inflammation ("inflammation"), alopecia ("hair loss"), headache ("headaches"), menstruation irregular ("irregular cycles") and menstrual disorder ("clots"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia, dysmenorrhoea, headache, inflammation, menstrual disorder and menstruation irregular to be related to essure administration. The reporter commented: essure insertion date provided as 2008/2009 essure removal date provided as (B)(6) 2022. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of dysmenorrhoea ("painful cycles") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced dysmenorrhoea (seriousness criteria medically important and intervention required), inflammation ("inflammation"), alopecia ("hair loss"), headache ("headaches"), menstruation irregular ("irregular cycles") and menstrual disorder ("clots"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia, dysmenorrhoea, headache, inflammation, menstrual disorder and menstruation irregular to be related to essure administration. The reporter commented: essure insertion date provided as 2008/2009 essure removal date provided as (B)(6) 2022. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-aug-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.